Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -16.0/6.0/093 (sphere/cylinder/axis) was implanted into the left eye (os) on (B)(6) 2022. Excessive vault and significant reduction of irido corneal angles was observed. Lens remains implanted. Cause reported as device.

Manufacturer narrative:
B2-required intervention to prevent permanent impairment/damage (devices) b5-the reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -16.0/6.0/093 (sphere/cylinder/axis) was implanted into the left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido corneal angles. The exchange resolved the problem and the reporter states "clear cornea." Cause reported as device. D6b- (B)(6) 2022. Claim# (B)(4).